Manufacturer narrative:
Product was discarded and can no longer be returned.

Event description:
It was reported the patient received the following results within 15 minutes: 503 mg/dl, 418 mg/dl, 233 mg/dl, 449 mg/dl, and 211 mg/dl.